Manufacturer narrative:
No code available was used because there is not an equivalent FDA code for surgery. Additionally suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that patient experienced inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein leads were repositioned. The patient was doing well postoperatively.